Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) revision surgery in which a second 5 cm cuff was added to the aus system due to unknown reason. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as relevant information becomes available. Additional information received. The second cuff was implanted because the patient was still leaking. The patient had a good outcome with no further complications.